Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother initially called to report a blank display on the insulin pump. It was then reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 236 mg/dl during the call. It was also stated that the customer had problems with adhesive getting stuck to the insertion device. Nothing further was reported.